Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with striae in the right eye. The topical steroid dosage was increased and flap lift, smooth and replace was done. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, there was a change in visual acuity for the affected eye of more than 2 lines. The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/15 1.75 x -1.00 x 135, left eye pre-op 20/20 1.50 x -.50 x 66. Bcva from (B)(6) 2016: right eye post-op 20/40 1.00 x -1.25 x 161, left eye post-op 20/20 .50 x -1.25 x 164.